Manufacturer narrative:
(B)(4). Per additional information it is reported that this was a procedural issue and not a device malfunction. The customer used the wrong size dilator.

Event description:
The customer alleges rv perforation during line placement due to the length of the dilator. Intervention - the patient had to undergo surgery to repair the perforation. Therapy was delayed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the customer reports that no sample is available for analysis. A device history record review could not be performed since a lot number was not provided and there was no record of direct sales history of this product to this customer. The probable cause of rv perforation could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges rv perforation during line placement due to the length of the dilator. Intervention: the patient had to undergo surgery to repair the perforation. Therapy was delayed. The patient's condition is reported as fine.